Event description:
This patient is a male who sustained a crush injury at work. He was intubated by ems at the scene secondary to shortness of breath and subcutaneous emphysema. He presented with obvious subcutaneous emphysema, flail paradoxical chest movements with decreased breath sounds. Given the patient's grave condition, urgent bilateral chest tubes were inserted prior to chest x-ray. Due to the inability to obtain adequate peripheral venous access, the surgeon elected for an urgent placement of a left subclavian central line. The left subclavian central venous line procedural note indicated that; "upon withdrawing the wire, it was difficult to withdraw, the wire and the dilator were withdrawn as a unit. The entire wire appeared to be withdrawn, although it was prolonged and uncurled from its usual position." "Inadequate flow was noted from the catheter, the line was capped and not used. Once the patient was in the ICU and adequate IV access was established, the line will be removed." The patient was sent emergently for CT scan. The patient's past medical history is significant for; uncontrolled hypertension, poor left sided eyesight, IV drug use and hepatitis c. Socially, he smokes 1 and 1/2 packs per day, and occasionally binge drinks alcohol on weekends. Imaging studies determined that the pt sustained a right c7 lateral mass fracture, t1 transverse process fracture, right clavical fracture, right scapula fracture, sternal fracture, left rib fractures #5 through #8, bilateral pneumothorax and multiple pulmonary contusions. Upon returning to the ICU, a right internal jugular triple-lumen catheter was successfully inserted. The prior left subclavian line was removed. The patients condition improved; however, on september 19th, his respiratory status decompensated. A CT scan of the chest demonstrated filling defects of the left lower lobe pulmonary artery, indicating pulmonary embolism. Dates of use: two days in 2007. Diagnosis or reason for use: crush chest injury.